Manufacturer narrative:
Corrected information: the following information was inadvertently left out the initial report 3012236936-2025-0000730 which was submitted on the 17th march 2025. Additional information was provided and it was learnt that the patient didn't present any issues after surgery and the visual acuity was good. No further information was provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section h3 - device evaluated by manufacturer? Yes device evaluation: the system was evaluated by the engineer and no malfunctions were found during the evaluation. The system is performing in accordance with company specifications. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - clinical code: 4581: shallowing or collapsing of the anterior chamber. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that thirty minutes after starting the system, an alarm sounded, indicating "360 ih fluidics - read error. The patient's anterior chamber collapsed and the anterior capsule rose and broke. There was an error during startup. The account also indicated that he had raised the bottle because the capsule rose. No further information was provided.